Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly was returned for evaluation. Visual inspection of the display head assembly was performed and no abnormalities were noted. The display head assembly was installed onto the known good intra-aortic balloon pump (autocat2w) and functional evaluation was performed. The display head in question passed functional testing. Every button on the display head was pressed multiple times (wait for 10 seconds on each press) when the pump was powered and no alarms or errors occurred. The pump was then left to run for two hours without any issues. The display head was shook while the pump was pumping with no alarms or distortion observed. Visual inspection of the display head assembly internal hardware was performed and no abnormality was found. All connectors were properly seated. The device history record review is not required. No problem was found with the returned sample. Conclusion: the reported complaint of "alarm, system error 7 when changing assist ratio" is not confirmed. The reported problem could not be replicated at the teleflex (B)(4) facility during the functional test. The display head assembly passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported that biomed stated he had an intra-aortic balloon pump (iabp) in the shop that was reported to have automatically switched from 1:2 to 1:1 without anyone touching it. They did not call anyone and it is unclear if they switched the pump out. Biomed stated the patient did not have any complications. Biomed stated while running tests in the shop the pump did go to 1:4 without intervention. No alarm sounded and no strip printed, but the screen had a system error 7 appear in the text box and then self-clear. Biomed wanted to speak with a field service representative (fsr). The fsr will touch base with biomed. Updated information stated that according to biomed the pump alarmed "system error 7" which is a keyboard failure. Biomed could not duplicate the 1:2, 1:1 automatic switching. After speaking to the fsr, it was determined that a display module will be sent to biomed. Per the field service report: symptom - system error 7. Findings/action taken: biomed reported that he could reproduce the system error 7 (keyboard error) when changing assist ratio. A new display was ordered. Biomed will replace and send back faulty display. Software level: 2.24.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that biomed stated he had an intra-aortic balloon pump (iabp) in the shop that was reported to have automatically switched from 1:2 to 1:1 without anyone touching it. They did not call anyone and it is unclear if they switched the pump out. Biomed stated the patient did not have any complications. Biomed stated while running tests in the shop the pump did go to 1:4 without intervention. No alarm sounded and no strip printed, but the screen had a system error 7 appear in the text box and then self-clear. Biomed wanted to speak with a field service representative (fsr). The fsr will touch base with biomed. Updated information stated that according to biomed the pump alarmed "system error 7" which is a keyboard failure. Biomed could not duplicate the 1:2, 1:1 automatic switching. After speaking to the fsr, it was determined that a display module will be sent to biomed. Per the field service report: symptom - system error 7. Findings/action taken: biomed reported that he could reproduce the system error 7 (keyboard error) when changing assist ratio. A new display was ordered. Biomed will replace and send back faulty display. Software level: 2.24